Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable and was stopped. A continuous infusion rate of 2.1 ml/hour had been programmed, with a total reservoir volume of 101 ml and given volume of 83.45 ml. There was no reported patient harm. The event occurred while in use with the patient at the patient's home. Per reporter, troubleshooting was unsuccessful.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.